Event description:
Caller reportedly obtained a result of 639 mg/dl on the advantage meter. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10 mg/dl to 600 mg/dl.